Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of the device. Failure (event) observed during analysis. External insulation abrasion was noted at 15.0-15.2cm from the distal tip electrode, consistent with lead friction to another device or heart feature. External insulation abrasion was noted at 38.2-38.7cm from the distal tip electrode, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 29.0-31.6cm from the distal tip electrode. Internal insulation abrasion was noted at 12.3-13.4cm from the distal tip electrode. The etfe coating was intact at these abrasion locations. (B)(6). (B)(4).